Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump was giving a no cartridge detected alarm after the rewind step. The reporter did not allege any harm or injury because of the alleged issue. Through troubleshooting, the reporter was able to successfully perform the rewind, load, and prime steps with a new cartridge. The reporter denied that insulin was dispensed during the load step. The reporter was instructed to implement a backup plan if the pump were to malfunction. During a following contact between animas and the reporter, she confirmed that there were no issues with the easy prime menu. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump gave a no cartridge detected alarm after the rewind step. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that the data from the date of the original complaint was overwritten due to continued patient use; the complaint was not able to be adequately addressed during investigation. Current black box data showed one loss of prime event associated with a cartridge change; no "loss of primes" or "no cartridge detected" warnings were recorded. An ez-prime operation was performed without difficulty; the cartridge was properly recognized during the load step. The force sensor calibration was tested and was found to be out of specification. The pump was opened for investigation and revealed no evidence of defects. Investigation was not able to duplicate the complaint.